Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the act button was hard to push. The customer's blood glucose was 50 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened bolus express button, esc button and act button dome switch. The keypad connector was fully locked. The insulin pump had a cracked reservoir tube lip.